Event description:
It was reported that a spectrum iq infusion pump had an air-in-line failure during an unspecified process step in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6, h11. H11: a service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h11 . H11: the device was received for evaluation. During evaluation, the reported problem of "air in line failure" was not reproduced due to reload set while powering on. A review of the event history log (ehl) revealed multiple occurrences of "reload set" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be downstream sensor calibration values out of specification. The force sensor will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.